Manufacturer narrative:
All buttons functioning properly. No damage/unlocked j2/lcd keypad connector during visual inspection noted. Device passed self test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm, prime/fill/rewind loud noise anomaly or insulin smell noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad issue and insulin was squirting during priming process. Customer¿s blood glucose level was unknown at the time of incident. Customer also stated that the insulin pump had unexplained no delivery alarms, escape button was sticky and clicking noise during priming process. The insulin pump will not be returned for analysis.